Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with two stored electrograms for non sustained ventricular tachycardia (vt). Evaluation events were consistent with right ventricular lead noise. The pacing impedance had more than doubled and the value of r-wave amplitudes had decreased to less than half of the original value. The physician had yet to decide the course of action as the patient had not come in yet. The patient was stable.